Event description:
During patient use, a "check circuit" alarm occurred. The patient was ambu bagged and switched to another ventilator. After, when the user facility performed the circuit check, a "circuit check failed" occurred. However, this issue could not be duplicated by the distributor. No permanent injury was reported in this case.

Manufacturer narrative:
Although requested, no patient information was provided.